Manufacturer narrative:
Initial reporter address 1- (B)(6). Initial reporter city.

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form upon first inflation at 6 atmospheres within 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient complication was reported and patient was in good condition after the procedure.